Manufacturer narrative:
On (B)(6) 2016 product investigation results: reporter returned 1 toothbrush head on (B)(6) 2016. The result of the analysis done with the consumer return showed that wear led to the reported issue. No manufacturing fault identified.

Event description:
Trapping lip (and tongue) [lip injury]; trapping (lip and) tongue [tongue injury]; bottom part of the brush head firstly trapping my lip and tongue - oral-b brushheads [injury associated with device]; bottom part of brush head eventually falling off [device breakage]. Case description: a consumer, age and gender unspecified, reported via e-mail on (B)(6) 2016 that the bottom part of the oral-b power oral care refills dual action had been trapping his/her lip and tongue, and then eventually falling off. The consumer reported he/she had used oral-b toothbrushes for 8 years, and had always purchased the dual action refills. The problem occurred with the last 2 packs of 4 refills the consumer had purchased. The case outcome was unknown. Concomitant product: oral-b rechargeable toothbrush, version unknown.

Manufacturer narrative:
Return of product has been requested. Reporter returned 1 brush head on 25-nov-2016. Product investigation is in progress.

Event description:
Trapping lip (and tongue) [lip injury]. Trapping (lip and) tongue [tongue injury]. Bottom part of the brush head firstly trapping my lip and tongue - oral-b brushheads [injury associated with device]. Bottom part of brush head eventually falling off [device breakage]. Case description: a consumer, age and gender unspecified, reported via e-mail on (B)(6) 2016 that the bottom part of the oral-b power oral carerefills dual action had been trapping his/her lip and tongue, and then eventually falling off. The consumer reported he/she had used oral-b toothbrushes for 8 years, and had always purchased the dual action refills. The problem occurred with the last 2 packs of 4 refills the consumer had purchased. The case outcome was unknown. Concomitant product: oral-b rechargeable toothbrush, version unknown.